Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt trunk cable and ECG cable was severed and missing. The root cause for the cut and missing cables could not be positively identified. No adverse event resulted from the damaged belt.